Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without pt complications. Attempts to gain further details with regards to the circumstances of this event were unsuccessful. Follow up could not confirm if continual flushing of the carrier system during the implant procedure was performed. Although a pre-placement vena cavogram was performed, the results were not disclosed. These factors may have contributed to this event. However, without further info co cannot determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release.